Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient has suffered pain and injuries due to the asr implant, as well as excessive levels of cobalt and chromium in blood. Doi: (B)(6) 2010; dor: none reported (left hip). (B)(6). Update 02/23/2012 patient fact sheet (pfs) form received. There is no new information that would change the outcome of the investigation. Pfs attached to file. Update 27 jan 2015 - der rcvd. Updated dor, patient activity level, sales rep details, added stem and sleeve products. Additional reasons for revision si that the patient wanted it removing from her body. On the supplemental information form it states the original implant date as (B)(6) 2010, when the wpc was keyed in they put (B)(6) 2010 and finally on the der received it states (B)(6) 2010. I have been advised here at the leeds office on this complaint to put (B)(6) 2010 in line with the legal information and have asked the us for confirmation - confirmation that this is correct attached.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.